Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing of noise. Troubleshooting was performed and the noise could be re-produced. Additionally, it was noted that the patient underwent two cardioversions previously and another on that same day. The patient was hospitalized with therapy programmed off. Technical services (ts) was consulted to review device data and found there is evidence of non-physiological noise with oversensing in secondary and alternate vector which is suggestive of a mechanical lead fracture. Ts recommended lead replacement. X-rays were performed and there are no obvious signs of kinking however, they were not able to view the lead header connection due to sub-optimal x-ray images. Ts confirmed that the pg could be used with the new implant and provided other considerations. At this time, the device remains in service.